Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 563864. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already under anesthesia and about to undergo an atrial fibrillation (afib) procedure. At the beginning of the procedure, the physician was about to go transseptal when it was noted that there was no image being displayed. The physician replaced the ultrasound catheter; however, the image quality was very poor so the system was replaced with a sequoia system. The procedure was continued and successfully completed. There was a delay trying to get a good quality images so the physician could safely proceed. There was no patient adverse event reported. No additional information was provided.